Event description:
It was reported that during the implant, when the physician went to suture the lead down, the lead pulled back and dislodged. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned and analyzed.